Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had a damaged. The customer¿s blood glucose level was 140 mg/dl. The customer states insulin pump is not responding jumped into the pool with pump . The customer was assisted with troubleshooting for damage and noticed crack on the left side of back of pump from the clip to the bottom of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.